Manufacturer narrative:
Per tandem¿s t:slim x2 g6 user guide: ¿do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system." Per tandem¿s t:slim x2 g6 user guide: ¿change your cartridge every 48 to 72 hours as recommended by your healthcare provider.¿ the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 142-254 mg/dl. Customer declined troubleshooting with tandem technical support. Reportedly, the alarm was cleared and insulin delivery was resumed. Customer was using fiasp insulin. Additionally, the cartridge was changed once a week. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer reverted to an alternate pump for insulin therapy.